Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and on the week (B)(6) 2014 the lead impedance measured 254 ohms. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and on 2014-09-15 the impedance measured greater than 200 ohms. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable and on (B)(6) 2014 the impedance measured 1349 ohms.

Event description:
It was reported that the lead exhibited high and increasing impedance, rising thresholds, and contained a possible fracture. The lead is expected to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.